Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt died. The physician treated two lesions in the index procedure. (It is unk which lesion was treated first). One lesion was located in a 3.0 diameter segment of the mid left circumflex (cx). This lesion was mildly tortuous, mildly calcified and 95% stenosed. The lesion was predilated (unk what size and type of balloon) and a 3.0x28mm taxus liberte' drug eluting stent was implanted. The second lesion was located in a mildly tortuous, mildly calcified, 95% stenosed, 2.75 diameter segment of the mid left anterior descending (lad). This lesion was predilated and a 2.75x32mm taxus liberte' stent was implanted. The pt received plavix and aspirin. There were no complications reported during this initial procedure. The pt condition was reported as well and stable. Approx nine hrs later, the pt presented with chest pain and an EKG arrhythmia. A thrombosis occlusion was found on angiography. The physician tried "to pass a wire in the occlusion and start bypass", but the pt died one hr after his symptoms of chest pain and arrhythmia began. The cause of death was documented as sub acute thrombosis. The physician's assessment of the event was that there was recoil of the stent(s) due to sub acute thrombosis. This product is only ous approved but it is similar to a marketed us device. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.